Event description:
It was reported that a message was displayed indicating that the battery was too low to safely interrogate, when attempting to launch the mobile programmer base analyzer function. Troubleshooting steps were taken to include replacing the batteries in the base, leaving the batteries removed for at least one minute before installing new batteries, restarting the mobile programmer application, and restarting the host tablet. It was further noted that the same error message was displayed following the first battery replacement. Additional troubleshooting steps were taken to include replacing the batteries a second time and reattempting interrogation. The issue persisted following troubleshooting, and the base remained unavailable for interrogation. Performance data from the mobile programmer was received and it was determined at analysis that the mobile programmer application crashed. There was no patient involvement. Application version: 4.5.2 host tablet os version: 26.2.

Manufacturer narrative:
Product analysis: performance data collected from the mobile programmer was received and analyzed. Analysis of the service logs confirmed the customer comment. It was determined at analysis that the mobile programmer application crashed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.